Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review, it has been determined that there is no identifiable case of ph. Hence, the record is no longer reportable.

Manufacturer narrative:
Corrected data: b5 (adverse event), d1, d4 (catalog #, serial #, UDI), d8, g1 (facility name, address, title, name, email), g2, h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting using two cycles of the coolsmooth pro applicator to the outer thighs. The patient was assessed for a follow up where some indention to the righter out thigh was noted. Possible paradoxical hyperplasia was reported.